Event description:
It was reported that the system had data loss and was not saving images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu cable connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.